Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 292 mg/dl and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg; however, thought that she did not wait long enough for the correction bolus to bring down the bg level. A pump system check was performed and no device issues were found. The customer declined further follow-up.